Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 6.7 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label and moisture damage on motor home switch.